Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband was reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer¿s current blood glucose level was 147 mg/dl. The customer feels ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The insulin pump was not returned for analysis.